Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The similar problem has occurred at the user facility in the past. The exact cause of the reported event could not be conclusively determined. However, based on the following information, omsc surmised that dirt had entered due to gaps in the adhesive part of the light guide lens due to physical stress, chemical stress, storage environment, and so on. -from the evaluation results of the device, it was confirmed that the inside of the light guide lens was dirty. -the instruction manual contains precautions regarding physical stress, chemical stress, and storage environment. -in the past similar cases, it was surmised that the cause was that dirt entered because a gap was created in the light guide lens adhesive part due to physical stress, chemical stress, storage environment, and the like. The instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. In addition, it states that an inspection of the external surface of the entire insertion section including the bending section and the distal end, and a leakage test on the endoscope prior to manual cleaning should be performed. By handling the device according to this instruction, the user can prevent the reported event and detect anomalies. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was peeled off. The play of the up/down angulation control knob was out of the standard value due to the wear of the angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device of olympus asset at the service department of olympus (B)(4) and found that there was a gap in the adhesive area between the plastic cover and the distal end, and the inside of the light guide was dirty. There was no report of patient injury associated with the event.